Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d4: serial #: unknown/not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During american society of cataract and refractive surgery (ascrs) doctor reported that he observed posterior capsule ruptures when he used the veritas system venturi mode with the barrett irrigation/aspiration (I/a) tip. He said that the issue was resolved since he switched over to using peristaltic in I/a mode with no recent issues. No additional information was provided. This report is against the veritas console. A separate report will filed against the barrett I/a tip.